Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and the needles were attached to the sutures. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. The sutures were dispensed without problems and examined along of the strand and no defects were found, the sutures not presented defects. To all sutures was performed a knot on suture and the knot remained on the suture. No knot untying was observed. Also, the samples were tested by tensile strength with knot. The representative samples met the fg requirements by tensile strength knot.

Event description:
It was reported that a kitten underwent a spay procedure on (B)(6) 2016 and suture was used. The suture knots came undone post-operatively.